Event description:
The customer reported that the insulin pump alarmed several times. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a faulty liquid crystal display board. Further testing was not performed due to the blank display.